Manufacturer narrative:
This report is submitted on december 29, 2021.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent a revision surgery under general anesthesia (specific date not reported) to remove the abutment.